Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catehter was advanced for ultrasound examination of the target lesion. During withdrawal, a shaft twist and device detachment occurred. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal, a shaft twist and device detachment occurred. The procedure was completed with another of the same device. There was no patient injury. It was further reported that the detachment did not occur inside the patient but instead occurred outside the body during testing prior to the third or fourth imaging run. The sheath separated at the lap joint, and the core came out and was twisted.